Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the blood pump rotor tubing guide on a fresenius 2008t hemodialysis (hd) machine was loose. The biomed said the machine had approximately 10,000 hours on it. The biomed did not know if it was the original rotor. Upon follow-up with the biomed, it was reported that the bloodline became damaged during an hd treatment resulting in patient blood loss. An unknown length of time into the treatment, the biomed said that an air detector alarm went off. The operator had to move the patient to another machine where they completed their treatment. The entirety of the patient¿s blood could not be returned; however, an estimated blood loss (ebl) volume was not known. The biomed confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The biomed was told that when the bloodline was removed from the blood pump rotor, plastic fragments fell out of the pump. The biomed thinks the fragments were from one of the pins on the rotor. After moving the patient to a different machine, this machine was removed from service for evaluation. To resolve the reported issue, the biomed replaced the blood pump rotor. The biomed stated the damaged blood pump rotor was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the blood pump rotor tubing guide on a fresenius 2008t hemodialysis (hd) machine was loose. The biomed said the machine had approximately 10,000 hours on it. The biomed did not know if it was the original rotor. Upon follow-up with the biomed, it was reported that the bloodline became damaged during an hd treatment resulting in patient blood loss. An unknown length of time into the treatment, the biomed said that an air detector alarm went off. The operator had to move the patient to another machine where they completed their treatment. The entirety of the patient¿s blood could not be returned; however, an estimated blood loss (ebl) volume was not known. The biomed confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The biomed was told that when the bloodline was removed from the blood pump rotor, plastic fragments fell out of the pump. The biomed thinks the fragments were from one of the pins on the rotor. After moving the patient to a different machine, this machine was removed from service for evaluation. To resolve the reported issue, the biomed replaced the blood pump rotor. The biomed stated the damaged blood pump rotor was available to be returned for evaluation.